Manufacturer narrative:
H10: multiple attempts have been made on 06feb2024, 12feb2024, and 22feb2024 to try to obtain further information about this case, but no response received from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device would not stay in standby mode. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The rse had the customer check the average air standard liters per minute (slpm). The customer states device is reading -1.4slpm. The rse informed the customer that was failing the air flow accuracy and manufacturer recommendation is to replace the flow sensor assembly. Provided parts ID and pricing to the customer for replacement flow sensor assembly.